Event description:
Customer reported the monitors will not display images and the system displays a no signal input message. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive and reloaded software and calibration files. System operates as intended.